Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, it was believed that the physician overtorqued the lead and "messed up extraction and retraction capabilities of the lead." The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.